Event description:
It was reported that the patient bitterly complained about night time issues with glare and poor quality of vision of the intraocular lens, (iol). The iol was removed and replaced with a monofocal lens with a reported good visual outcome.

Manufacturer narrative:
(B)(4). All pertinent information provided to abbott medical optics has been submitted. . Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was cut in half which is consistent with a lens that has been explanted. No manufacturing related issue was identified. The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. The condition of damaged lens did not allow performing a diopter measurement. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) corresponded to a 21.5 d lens. All pertinent information available to the manufacturer has been submitted. Conclusion: the diopter inspection from the electronic report showed that the lens was released within the diopter specifications. H